Event description:
It was reported to philips that while in use on a pt who was receiving CPR and needed a shock, the device was not charging the external paddles. After several tries it was only able to charge via the monitor and finally they were able to apply the shock to the pt. There was no reported negative pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.